Event description:
Boston scientific received information from a journal article regarding twenty five cases observed over a two year period, involving patients from different clinics with devices exhibiting non-physiologic noise. Devices from several different manufacturers were report in this study. Out of the 25 cases, nine involved boston scientific devices. One case reported that inappropriate shocks were delivered by a boston scientific device and prompted a surgical intervention. The lead was removed from the header and tested and normal lead function found. Two of the nine cases resulted in pacing inhibition, with the patient being symptomatic in one of the two cases. No model and serial number information was provided in the article. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain the specific model and serial number information for the nine cases were conducted. Four of the cases were identified and found to have been previously reported to the FDA: MDR report numbers 2124215-2008-03864, 2124215-2009-01951, 2124215-2009-27115, and 2124215-2009-05797. Information on the other five cases were not able to be obtained from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(6).